Event description:
It was reported that the motor device had " low power and only got to 46,000 rotations per minute (rpm) ". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.